Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. The device was returned to the manufacturer. The return paperwork indicated the pump reached early replacement indicator (eri). The return paperwork also noted that the spinal segment of the catheter was kinked. The drug, troubleshooting, and symptoms were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via a clinical study. The patient experienced uncontrolled spasticity pre-operatively. A catheter kink was observed during surgery. The patient was scheduled for a pump replacement secondary to battery depletion. The catheter kink was observed at this time. No troubleshooting performed. The pump was used to infuse compounded baclofen 1,900 mcg/ml at 696.2 mcg/day. The other medications the patient was taking at the time of event included a baclofen table and oxymorphone. The patient's pertinent medical history includes spasticity, posterior neck surgery, mid back surgery, anterior neck surgery, and left arm plate implanted.

Manufacturer narrative:
Analysis of 8781 found catheter body damage to transition tube. No kink area seen on catheter body and no leaking was observed during pressure test. Interrogation of the device found it was used to infuse baclofen 1,900 mcg/ml at 696.2 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.